Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d8, d9 date returned to mfg, h6 (type of investigation, investigation findings and investigation conclusions). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "reverse image" was caused by a the charged coupled device (r-unit) was broken and therefor the insertion pipe does not rotate smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited reverse image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.